Event description:
The patient claimed that the audio bolus buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 05/30/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2012 with the following findings: evaluation revealed that the audio bolus was intact with no visible damage. Testing was unable to confirm or duplicate the alleged unresponsiveness of the audio bolus button. During testing, the audio bolus button responds to every button press. The audio button cover was removed to examine the internal components of the audio bolus button. This examination revealed no contamination or misalignment of the audio bolus button. Testing confirmed all buttons on the keypad are responsive to button presses and are functional with normal spring back and click. Evaluation revealed that the keypad was intact with no visible damage. The keypad cover was removed to check the condition of the button contacts. Contamination was found under the button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.